Event description:
Medtronic received a report that the patient had vascular damage and perforation. The patient had a small amount of sah observed in the right sylvian fissure after the CT treatment, which may have been caused by perforation of the thin branch due to the tip of the ped delivery. However, postoperative anesthesia led to a good awakening for the patient and the headache was relieved the day after surgery. The event was resolved on (B)(6) 2022. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max d iameter of 10mm and a 3.4mm neck diameter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.